Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/05/2008, 06/16/2008, 06/19/2008, 07/07/2008, and 07/08/2008 via phone and 06/09/2008 via fax and mail. A copy of patient's records was received from surgeon. (Photophobia) this report was mailed to FDA on: 07/18/2008.

Event description:
A surgeon reports having five patients who experienced pigment dispersion, intraocular pressure spikes, and corneal problems following intraocular lens (iol) implant surgery using this model. This medical device report is for the fifth patient. Additional information was requested and has been received from the surgeon. A copy of the patient's records shows that patient reports experiencing light sensitivity, fixed pupil in the left eye, and floaters. The patient's pupils were unequal in size, with the left pupil measuring 5mm in dim light and 5mm in bright light and while the right pupil measured 5mm in dim light and 2mm in bright light. Patient was instructed to continue ocular medications and return in 6 months for follow-up.